Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was later reported that a culture showed (B)(6). The patient is also a participant in the system longevity study.

Event description:
It was reported that patient came to the emergency room due to experiencing swelling, inflammation and redness for 1-2 weeks. A device pocket infection was observed. The device was explanted and a new device was implanted months later. The patient is a participant in the refine ICD study. No patient complications have been reported as a result of this event.